Event description:
It was reported, the unit sparked and the fabric cover began to burn.

Manufacturer narrative:
It was reported, the unit sparked and the fabric cover began to burn. Visual inspection of the unit revealed a 1/8" diameter hole through one surface of the cover. Our examination revealed that the lead wire had broken and sparked. We also noted that several internal components were bent, and the unit appeared to have been folded while in use, contrary to our instructions and warnings. We determined that this report was attributable to misuse of the unit on the part of the consumer.